Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm noted. Device passed self test no missing segments noted. However severely scratched lcd display window noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen had a dead cell or an ink spot. The customer's blood glucose level was unknown. The customer also reported that the insulin pump received no delivery alarm. The device will not be returned for analysis.